Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Section g2 was corrected to accurately denote the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gas escape issue was not confirmed. Since no device malfunction was confirmed during evaluation, the definitive root cause of the gas escape issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer was performing a therapeutic procedure involving an olympus high flow insufflation unit paired with an olympus smoke evacuation foot switch. During the later part of the procedure, the physician stepped on the smoke exhaust footswitch, and all the gas in the abdominal cavity escaped. Reportedly, the physician waited for the gas to reaccumulate to continue and complete to the procedure. There was no patient harm reported as a result of this event. This report is 1 of 2, submitted to capture the high flow insufflation unit. For event 2 of 2, being submitted to capture the smoke evacuation foot switch, please see report with patient identifier (B)(6).